Event description:
Vad not able to be connected to ac power due to electrical cord discontinuity. Pt could only use batt. Power. Pt was listed for heart transplant. Pt received heart transplant on (B)(6) 2012.